Event description:
It was reported that multiple cartridges did not fit onto the pump.. There was no adverse impact on the customer's blood glucose level. A cartridge change was performed resolving the issue.